Event description:
During a posterior lumbar fusion (plf) procedure at levels l4-s1 on (B)(6) 2013, the scrub tech was loading the screw onto the screwdriver. The threads of the driver broke into the head of the screw. The driver was swapped out for a new one. There was no harm to the patient. No additional information is available. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The product development event evaluation for part 03.632.001 states that it¿s a holding sleeve for the matrix pedicle screw system. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The lot# for this complaint is 6390267. Synthes received this lot on 10/4/10. This date is prior to the changes implemented as a result of CAPA (B)(4). Referenced from cw # 1578: "mechanical testing of this instrument has shown that when installed properly the torsional strength of the threads are in excess of 10nm. It would be extremely difficult to apply a torque of that magnitude to the small knob provided to tighten this instrument. Based on the threads below the fracture point on the returned instrument it appears that the instrument was cross threaded to the bone screw and weakened to the tip of the instrument." The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Based on the u.s. Sales of the life of the product (8/2010-7/2013), the occurrence rate of the holding sleeve cross-threading/breaking during screw loading is approximately (B)(4). See risk analysis in (B)(4). This complaint is also being evaluated under CAPA (B)(4), the CAPA determination was completed and no further corrective action is required.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Magnum manufacturing center manufactured the holding sleeve - standard for matrix, p/n 03.632.001, and lot number 6390267. The suppliers certificate of compliance (dated october 4, 2010) indicates the parts were manufactured to p/n 03.632.001, revision f and met the required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet number ns035211, revision h (dated october 4, 2010). There were no mrrs, ncrs, or other complaint related issues associated with this complaint. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device used for treatment and not diagnosis. Magnum manufactured the retaining sleeve ¿ for matrix. Due to an unknown cause, the threaded tip became cross threaded and broke. The material and hardness of the inner sleeve were confirmed to be within specification. The threads, threaded tip depth and location were unable to be verified due to the damage on the tip. The parts all passed inspection at the time of manufacturing.